Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
At 07/21/2009 no response was received from the surgeon despite our repeated attempts by email for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. No additional information is available.